Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "rubber ring missing" was confirmed. During the pre-repair diagnostic assessment it was found that the o-ring was missing. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had a rubber ring missing. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided. The date of the event is unknown.